Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, functional testing was not able to be performed due to the returned condition of the control box, so no smoke was able to be observed. However, the top of the control box housing was broken off and the k1 and k4 relays were exposed, which clearly showed that the unit had failed. No other parts exhibited any deformation or discoloration. The underlying cause is being/has been investigated through CAPA (B)(4)and recall crt16-0003.

Event description:
The tbm states the bed had a puff of smoke come from the junction box.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The tbm states the bed had a puff of smoke come from the junction box.